Manufacturer narrative:
Concomitant medical products: etlw1613c156e, sn (B)(4), expiration date: 2018-11-29, (B)(4); etlw1620c82e, sn (B)(4), expiration date: 2018-06-09, (B)(4); etlw1613c156e, sn (B)(4), expiration date: 2018-11-29, (B)(4); etlw1613c124e, sn (B)(4), expiration date: 2018-11-28, (B)(4). Off-label, unapproved or contraindicated use (aortic neck angulation) film evaluation summary: angio's at implant and cta's at 4-day follow up showed that the bifurcate main body did not appear to be apposed to the aortic wall on the right side. Contrast was seen at the proximal aneurysm sac from a possible proximal type I endoleak. The exact cause of the possible proximal type I endoleak cannot be conclusively determined. However, the films provided showed that the infrarenal aortic neck was highly angulated (~ 75 deg l-r) and was heavily calcified. It is possible that implanting the bifurcate in a highly angulated and heavily calcified aortic neck may have prevented the stent graft to completely appose to the aortic wall, which then led to the possible proximal type I endoleak. The angio's and cta's provided also showed contrast outside of the right ipsi limb extensions, feeding the rcia aneurysm sac. Although the reported type iii endoleak from the ipsi limb extensions cannot be ruled out, the source of the endoleak may have been a distal type I endoleak. Retrograde contrast injection with the injector placed in the right external iliac artery during implant procedure showed possible contrast surrounding the ipsi limb extension in the distal seal zone. The exact cause of the possible distal type I endoleak cannot be conclusively determined. However, the films provided showed that the r ight common iliac artery was aneurysmal (max diameter was ~ 4 cm; off-label). The right ipsi limbs were acutely angulated at the distal rcia aneurysm sac (~ 90 deg a-p). Large piece of calcification was seen at the distal rcia aneurysm sac and at the right iliac b ifurcation (where the distal ipsi limb extension landed). It is possible that implanting the ipsi limbs within a severely tortuous and heavily calcified rcia may have contributed to the possible distal type I endoleak. Two large patent lumbars was seen at the mid abdominal aneurysm sac, on the right/posterior side; however, it was unclear if there was retrograde flow from the lumbars feeding the aneurysm sac. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 75 mm in diameter abdominal aortic aneurysm. It was reported that, four days post index procedure a CT revealed that the endurant iis stent graft system had a type iii endoleak. A type ii endoleak was also observed. The physician elected not to perform an intervention. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.